Event description:
Device issue: difficult to remove from deployed stent. Time of device issue: during the procedure. Adverse event: stent explanted requiring medical intervention. Onset of adverse event: during the procedure. It was reported that the procedure was performed to treat a heavily calcified right coronary artery (rca). After pre-dilation of the lesion, two non abbott stents are attempted to cross multiple times without success. Then, a mini vision rx 2.0 x 12 was advanced, but does not cross the lesion, despite three attempts. A non-abbott stent is successfully deployed using non abbott guide wires and the buddy wire technique. After deployment of the non abbott stent, a 2.0 x 15 mini vision stent is attempted to cross distal to the deployed stent, but it does not cross. Then the same mini vision 2.0 x 12 was attempted again and during this attempt with the buddy wires still being used, one of the guide wires becomes entangled in the non abbott stent. During removal of the devices, the deployed non abbott stent became entangled with both the guide wire and the mini vision 2.0 x 12 and is explanted. A mini vision 2.0 x 08 is attempted but did not cross and then the procedure was completed with a balloon catheter. After treatment with the non abbott balloon catheter, a spiral dissection is noted, but is not treated.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the retuned mini vision stent delivery system (sds) found the stent was stationary on the tightly folded balloon between the markers. The first two rows of the proximal struts were mangled. There was an unknown stent implant completely stretched out and tangled with the mangled stent struts of the mini vision stent, confirming the reported information. The unknown stent implant was stretched out for a length of 8 cm. There were two non-abbott guide wires returned. One guide wire was back loaded through the sds. The other was outside of the sds. Both non-abbott guide wires were tangled with the stretched and unknown stent implant. There were bends in the tips of both non-abbott guide wires. There was peeling teflon on the core of one of the competitors guide wires. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met manufacturing criteria. In this case, the patient anatomy was heavily calcified, which likely contributed to the failure to advance and noted stent damage. It is likely that the buddy wires became entangled with the newly deployed non abbott stent and subsequently interacted with the mini vision stent, causing the implanted stent to explant and become entangled with the mini vision, causing resistance during retraction and further contributing to the noted stent damage. Analysis noted the tip of the sds was slightly flared. Since this damage was not reported in the incident information, the flared tip may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported failure to advance and difficulty removing the sds. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. In this case, the reported failure to advance, difficulty removing the sds, and stent damage appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage.